Manufacturer narrative:
The t:flex user guide states: replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to customer's blood glucose. Customer reverted to manual injections for insulin therapy. Reportedly, customer uses cartridges longer than labeled in t:flex user guide.